Event description:
It was reported that there was noise seen on the electrogram and that is was reproducible with isometrics. The short interval count was also high. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.